Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The embolization coil was detached from the pusher assembly with a fractured stretch resistant (sr) wire. There was no visible damage to the introducer sheath. The outer diameter (od) of the embolization coil was measured and found to be within specification. Conclusions: evaluation of the returned device revealed the sr wire was fractured and the embolization coil was detached. Sr wire fracture typically occurs due to forceful retraction of the ruby coil against resistance. If the sr wire becomes fractured, the embolization coil will likely detach. The outer diameter (od) of the embolization coil was measured and found to be within specification. Since the embolization coil was detached, the ruby coil could not be functionally tested, and the root cause of the inability to advance the ruby coil out of the introducer sheath could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Ruby coils are 100% functionally and visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to advance a ruby coil out of its orange introducer sheath and into another manufacturer's microcatheter. The ruby coil was removed and the procedure was completed using new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.